Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reported a shorted lead warning. The patient recently received shocks while swimming. Review of the episodes revealed a short for the second and fifth shocks. This transvenous implantable lead's impedanc was reported as less than 20 ohms for the remaining shocks. A shock lead impedance test resulted in impedance of 43 ohms. During a procedure to revise the system, an existing cut in the insulation was observed. It is suspected that this resulted in the shorted condition. The lead was capped below the yoke and the device was explanted. A portion of the lead and the device were returned. A new device and lead were implanted.